Manufacturer narrative:
H.6. Investigation summary: bd received a 22 gauge insyte autoguard blood control unit from an unknown lot. A review of the device history record could not be performed as the reported lot was unknown. Our quality engineer visually inspected the returned unit and observed a cut above the nose of the adapter on the catheter tubing. A photo of the defect showed similar findings. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that the cut was the cause of the reported leakage. However, a definitive root cause for the cut could not be determined as the unit was received outside of its original packaging. The manufacturing facility has been notified of this incident and the findings.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced leakage during use. The following information was provided by the initial reporter: blood leaked from around the bc valve.

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte autoguard bc experienced leakage during use. The following information was provided by the initial reporter: blood leaked from around the bc valve.